Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was not infusing. There was unknown patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue was unknown. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.

Event description:
It occurred during normal testing. There was no patient involvement.